Event description:
The customer reported generation of erroneous erratic patient results and reagent check errors on their au480 clinical chemistry analyzer. The customer did not specify which chemistry analytes were affected. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted customer troubleshoot the au480 clinical chemistry analyzer over the phone. The customer inspected the instrument and observed that reagents is coming at zero (0) for all parameters. The fse identified the failure mode as a defective reagent probe. The customer replaced the reagent probe to resolve the issue. The customer performed precision tests successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6) the beckman coulter identifier is case-(B)(4).